Event description:
It was reported the patient was experiencing intermittent shocking since a car accident in (B)(6). The issue had been happening on and off and it was noted the shocking sensation was not there before. A problem with the "remote device" was reported, but specifics were not provided. The patient was checked by a doctor after the car accident and was told to follow up with a manufacturer representative. It was noted the patient "needed adjustments made". Additional information has been received reported the cause of the event was unknown. The patient did not require hospitalization due to the event and there was no patient injury.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).